Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional nine proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with ten proglide devices were attempted, five in the left common femoral artery (lcfa) and five in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after suture deployment, the suture failed to capture the artery and the suture with knot came out when the plunger was removed with the ten proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa and rcfa. The sheath was upsized to 20fr and the tavr procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.